Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. A letter has been sent to the patient. The patient reportedly observed missing segments in her onetouch ultra's display in 2008. The pt reportedly had "high blood sugar" (exact symptoms not provided) at 10.00 am, the next day. The patient reportedly injected 12 units (2 extra) of humalog. The patient did not indicate whether she had attempted to test after the symptoms began. No medical intervention from another person or an hcp was required. The cca replaced the meter. Because the patient allegedly had unknown symptoms related to elevated blood glucose after the reported issue began, the complaint is reported as an MDR.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.